Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing persistent ventricular arrhythmia which required direct-current cardioversion-defibrillation. The patient was admitted to the hospital on (B)(6) 2021 for light heart failure exacerbation which was caused by the arrhythmia. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. Heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between (b)(and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. The patient was medically managed and remained ongoing on vad support following this event. They received a routine transplant on 17jul2021 and no device related issues were reported. No further information was provided. The manufacturer is closing the file on this event.